Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient has a successful lead and stimulator replacement. Old paddle lead was easily explanted and replaced with need paddle lead connected to new neurostimulator. All old devices were easily explanted. No issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-feb-29, information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the surgeon was planning on doing a battery replacement and upon opening the pocket and attempting to gently release the lead from scar tissue, it fractured when they lifted up on it.  The surgeon removed a portion of the lead from the pocket. The patient was being referred for neurosurgery for a new paddle implant and new ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 21-jun-2008, UDI#: (B)(4); product ID: 748951, serial/lot #: (B)(6), ubd: 24-jun-2008, UDI#: (B)(4); product ID: 748951, serial/lot #: (B)(6), ubd: 24-jun-2008, UDI#: (B)(4). Analysis of lead- 3998 (B)(6) found that the stim lead body outer insulation was broken. Analysis identified that the outer insulation was separated in the body of the lead; consistent with explant damage. Analysis of extension- 748951 (B)(6) found stim extension body was cut through and product was segmented. The extension was returned segmented; there was no impact to electrical functionality. Analysis of extension- 748951 (B)(6) found stim extension body was cut through and product was segmented. The extension was returned segmented; there was no impact to electrical functionality. Analysis of the implantable neurostimulator (ins)-97714 (B)(6) found that the ins is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.